Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported that she wore a tampon for four hours and after removal while using the bathroom she noticed two small pieces of tampon came out when she wiped. She was able to remove the remaining tampon pieces and did not seek medical attention.